Event description:
On (B)(6) 2020, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, during a tubing replacement procedure, a buried bumper was discovered and the proceduralist was not able to remove. The patient was referred to a general surgeon. The patient will be having avanos tubing placed.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Buried bumper is a known complication of a peg- j tube placement. Health code of 4581 was chosen to capture the event of buried bumper syndrome. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.